Event description:
It was reported that caller observed air bubbles and gaps in insulin system, including in t:lock and tubing, while pumping. There was no adverse impact to the customer¿s blood glucose level. Caller was educated to perform cartridge air removal before filling, confirmed understanding, and after following guidance, large air bubbles and gaps no longer existed and caller was able to resume insulin therapy.